Manufacturer narrative:
Continuation of d10: product ID: 8731, lot# unknown, serial# unknown, implanted: unknown, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2026-feb-26. It was indicated that they were still having problems with the new pump. It was further reported that the pump replacement performed on (B)(6) 2025 was performed due to normal elective replacement indicator (eri). The catheter was not replaced in (B)(6) 2025 with the pump (remained implanted and in use). It was believed the catheter was likely of model 8731; however, the serial/lot number of the catheter and catheter implant date were unknown. The pump model and serial number were provided. Catheter aspiration was not attempted on (B)(6) 2025 but reportedly no aspirate was obtained on new pump replacement on (B)(6) 2025. Regarding if the volume discrepancy, catheter blockage, or inabilityto aspirate were resolved, it was indicated that they refilled the pump twice with baclofen and were awaiting reduction in dosage to further proceed. It was further noted that if the patient does experience withdrawal or an increase in spasticity, the options for catheter dye test and replacement of the catheter were to be reviewed in february. If the situation changes, the patient/patient¿s mother were also to inform the healthcare provider. It was further indicated that if the patient does n ot miss the baclofen, they will minimize the dosage delivery and refill with saline and proceed.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that on (B)(6) 2025, the hcp reported that there was a new medtronic 3 pump malfunction after it was put in as a replacement in september. A new pump was being refilled for the first time after replacement and had a full tank 6 weeks after being put in and the patient was fine. A blocked catheter was mentioned. Additional information received on 2025-nov-21 indicated that a patient with a synchro med iii pump was due for a refill. When emptying the pump, 20 ml of drug was taken out of the pump while 6 ml was expected. The patient did not experience any withdrawal symptoms. The hcp mentioned that during the synchro med replacement in september, they were not able to aspirate the catheter. Technical services recommended to monitor the patient for any withdrawal symptoms and check the residual volume at the next refill. It was suggested that they could consider to perform a catheter dye study to check if any kinks or occlusions are present in the catheter. Additional information received from the hcp on 2025-nov-21 indicated that since the patient didn't seem to have missed the baclofen for 6 weeks, that the patient may not need it but they didn't want to burn bridges so they planned to the leave the pump and if the patient needed it in the future, the hcp would change the catheter. The hcp stated that they were trying to find out if the pump could be slowed to minimum and filled with saline and left on for a year or two before definitively calling it off. Additional information received on 2025-nov-24 indicated that technical services advised that in case it is decided that the pump is set to minimum rate for a longer period of time (for example two years), it is recommended to perform a catheter access port (cap)/dye study to check the catheter before the pump/catheter would be used again. Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that there were no signs from the patient during their refill appointment. A new pump was being refilled for the first time after replacement and had a full tank 6 weeks after being put in. Interestingly, the patient was fine when there should have been 6 ml. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the old drug was removed and a discrepancy was noticed. A question was asked on advice if they could leave the pump and catheter. They were recommended to perform a catheter access port (cap)/dye study to check the catheter before the pump/catheter would be used again. They would wait on next steps from the hcp. The issue was not resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) indicated that they supposed that if they ever needed to use it [the pump] again over the next two years, the team would be willing to change the catheter before they did so.